Event description:
It was reported that the right ventricular r wave amplitude was 15.6 mv. The right ventricular lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.